Event description:
Patient presented to the physician with severe erosion at the ipg site. The surgeon removed the ipg and stimulation lead due to infection and erosion on (B)(6) 2020. During the surgery, the stimulation anchor and sense lead could not be located and were left behind.